Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a surgical procedure, a remote transmission indicated atrial high rates that were thought to be oversensing due to electromagnetic interference during the procedure. The device remains in use. No patient complications have been reported as a result of this event.